Manufacturer narrative:
One device was returned for repair with complaint of downstream occlusion (dso) alarm problem. Service history review found device had been serviced previously for the same problem. The technician replaced dso sensor and device passed all testing. Visual/functional testing was performed. Device passed downstream occlusion testing with 21 psi. The dso sensor has intermittent failure. Replaced dso sensor, seal and bezel as preventive measure. Device passed all testing after repair.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed a downstream occlusion error. Per reporter, the device was previously sent for investigation on july 25, 2024 and was returned back on sep 26, 2024 with the same issue. Per reporter, an identical error kept repeating.